Event description:
Reportedly, during testing, the touchscreen was unresponsive. Calibration was performed, which did not resolve the issue. There was no pt involvement.

Manufacturer narrative:
(B)(4).